Manufacturer narrative:
Continuation of d10: product ID: hh90t01, serial# (B)(6), product type: mobile platform. Product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their ptm. It was reported that the plug in part of the handset port was damaged and broken. She could not charge the handset. A request was sent to the repair department to replace the handset. The patient reported that for the last 6-7 months they were having a hard time getting the personal therapy manager (ptm) to connect to the pump to get a bolus. The patient stated that the handset will get stuck at 70%-60%and they had to retry. The patient stated that it took a long time to connect and deliver the bolus. The patient stated they get 6 bolus a day. The patient services assisted the patient with clearing the data on the handset and closing out all apps. The agent reviewed device function. The troubleshooting steps that were taken on the call resolved the issue.